Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope image changed color depending on the light cable. The issue was observed during installation. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tesu board was broken, the outer tube was damaged, the light guide bundle of the video cable section was broken, error 104 occurred, the dielectric strength was inadequate, and the light transmission was lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is purple. Due to broken tesu board, error 104 occurs. The outer tube is damaged and therefore the dielectric strength is inadequate, and the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.